Event description:
The customer stated that she was hospitalized for high blood glucose levels over 400 mg/dl. The customer stated that the tubing was crimped and the insulin pump did not give a no delivery alarm. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to the motor error alarms.